Event description:
Customer reported the system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and cine drive. System operates as intended.